Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms, which were confirmed during baxter's functionality testing, but were not reproduced during the eval. The false messages were found to be caused by low ultrasonic readings. The upstream sensor was calibrated to correct the condition.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no pt involvement.